Event description:
It was reported right traumatic arthrotomy status post fall, removal of foreign body and revision of poly.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that, reportedly, the patient underwent a revision surgery following a fall. The date of implantation is unknown. During the revision irrigation and debridement was performed. It was also communicated that removal of foreign body was took place and the polyethylene component was revised. Details regarding the patient¿s weight-bearing status, medical history, bone quality, x-ray images, and other additional clinical relevant information have not been provided. Based on the information provided, the revision was due to a fall sustained by the patient and not a mal-performance of the implant. The patient¿s status has been reported as resolved. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.